Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module housing was confirmed. (B)(6) was evaluated by the service depot. The unit came in with a cracked housing around the patient cable connector which could have contributed to difficulty mating the connectors. The damage observed did not affect the ability for the connection to still be made. The customer was requested to provide a purchase order for the cost of repair which was declined. They requested that the unit be discarded. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev. C, section 4-¿system monitor¿ and heartmate 3 patient handbook, rev. D, section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module case was cracked at the power module patient cable connection and was unable to connect to the power module patient cable.

Manufacturer narrative:
A1-a4 no patient involvement. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.